Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01045 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2009. According to the complainant, post procedure, the patient experienced chronic pain, chronic infections, constant lower urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, vaginal odor, mesh extrusion into the vagina, dyspareunia, increased stress urinary incontinence, repetitive vaginal infections, and obstruction of the bladder neck and outlet. The exact nature and date of onset for each are unknown. The patient was prescribed analgesic medication (date and dosage unknown) which did not relieve the pain. She was also given antibiotic therapy that the infections were refractive to (dates and dosage unknown). It was reported that the patient had at least one revision surgery on (B)(6) 2010. All other information is unknown and reportedly unavailable.